Event description:
Some bipolar impedances were greater than 4000 ohms. No other clinical information was provided. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).